Manufacturer narrative:
The patient expressed satisfaction with the nalu system while it was in use. There are no indications of any system or component failure or malfunction. No lab testing was performed to confirm or rule out the presence or type of infection. Cause of the symptoms reported is unable to be conclusively established with the information available to the firm.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat shoulder pain. After the implant procedure, the patient developed redness and tenderness at the surgical incision site and displayed poor wound healing. Patient had been using the system with good pain relief until the tenderness was noted and then ceased using the system. Oral antibiotics were prescribed due to suspected infection at the incision and were not effective in resolving the symptoms, on (B)(6) 2024 the nalu system was explanted due to suspected infection at the surgical incision.